Event description:
Event description guidant received information that upon interrogation of this implantable cardioverter defibrillator (ICD) a less than 20 ohms, greater than 125 ohms error message was received.